Manufacturer narrative:
Product complaint # (B)(6) depuy synthes is submitting this report pursuant to the provision of 21 cfr, part 803. The report may be based on the information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. No device associated with this report was received for examination. The information received will be retained for potential series investigations if triggered by trend analysis, post market surveillance, or other events within the quality system. Depuy considers the investigation closed. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary. No device(s) associated with this report was received for examination. In order to determine if a lot related issue was possible, a worldwide complaint database search was performed. A complaint database search did find additional related reports against the provided product code and lot number combination(s) for pain. Per wi-3430, review of the device history record is unlikely to add value to the complaint investigation. The reported event is considered one of the possible complications of joint replacement. Investigational inputs were requested as indicated per internal procedures for this failure mode. The complaint information provided has been reviewed for complaint coding, medical device reporting, and other data required by the complaint system. Follow-up for additional event information, if applicable, was conducted utilizing work instruction wi-7915 appendix a. Without the physical complaint sample(s) associated with this report, it was not possible to determine if the device(s) failed to meet specification(s) at the time it was released for distribution. The device(s) associated with this event were used in the treatment of the patient as prescribed by the presiding surgeon. From the event information received, it was not possible to determine the relationship of the device to the reported event. No information received with this individual complaint indicated that a broader investigation or corrective action was necessary. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Product complaint # (B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Complaint description: litigation alleges the patient suffers from toxic cobalt-chromium metal ions and particles to be released into the blood, tissue and bone, pain, discomfort, inflammation and a popping and snapping sensation in his hip joints. Update rec'd 5/29/2014-pfs and medical records received. Part/lot information received. Litigation alleged high metal ions, but after review of the medical records it showed the patient had a poly liner and a ceramic head implanted. There is no new additional information that would affect the existing MDR decision. The complaint was updated on: 6/23/2014 update ad 3 may 2018: (B)(4) has been re-opened under (B)(4) due to the receipt of ppf and sticker sheets. In addition to what was previously reported, ppf alleged infection. Patient harm was updated and added the stem, cup, and the screws due to alleged infection. The dor was also added. Patient underwent bilateral total hip arthroplasty, the right hip revision was captured under (B)(4). Doi: (B)(6) 2006 - dor: (B)(6) 2007 (left hip).